Event description:
It was reported that a case report which describes a 68 year old patient for percutaneous closure of their native aortic valve. The patient presented with a left ventricular assist device (lvad) induced severe aortic regurgitation rendering the heartmate 3 device less effective with consequent reduced flow and worsening heart failure symptoms. The patient was implanted in 2016 as they were no longer a candidate for cardiac transplant. Open heart surgery was considered for this aortic regurgitation but this was felt to carry prohibitive risk. The patient was referred for percutaneous intervention. The computed tomography (CT) scans showed a trileaflet aortic valve with no calcification. The annulus was too large for a 27 mm jenavalve. Off label treatment with commercial transcatheter heart valves (thv)s was considered but dismissed due to high risk of ventricular embolization due to the absence of calcium and large annulus. As the patient was considered palliative closure of the aortic valve with an occluder device was felt to be reasonable option. Via femoral access using a 90cm 8f flexor check flo cook sheath, a 30 mm amplatzer cribriform asd occluder device was possitioned with fluoroscopic and trans-oesophageal echocardiogram (toe) guidance. Immediately post-release mild aortic regurgitation persisted through the device with turbulence on colour seen between the discs. After a period of 10 minutes the regurgitation ceased and flows through the heartmate 3 improved. The patient was discharged home feeling improved. It was shown that closure of the aortic valve with an amplatzer cribriform asd closure device may be successfully performed to treat lvad induced aortic regurgitation in patient who are deemed palliative with no other options. The other options to treat lvad induced aortic regurgitation include the triliogy jenavalve and pre-stenting followed by implant of a balloon expandable thv. There was no further information that was known.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The account/site/customer was unable to provide additional information as they did not recall the specific case details. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No serial or lot number was provided by the customer to perform a device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available on the abbott elabeling website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.